Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a completely black screen. The customer did not know the blood glucose reading. She stated that the insulin pump had been exposed to extreme temperatures. She reported that she had left the device in the car for 8 hours, since she had run out of insulin. She noted that her car was very cold and thought that this may have affected the insulin pump. After the device was stabilized at room temperature, the black screen did not disappear. Advised replacement of the insulin pump. Nothing further reported.